Manufacturer narrative:
Complaint conclusion: as reported, a .018¿ 3mm x 4mm 40cm high pressure (hp) slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. It was replaced with another slalom thrill and the procedure continued. There was no reported patient injury. This was for a vascular access intervention therapy (vaivt) case. The device was opened in the sterile field. The device was stored and prepped as per the instructions for use (IFU). The intended procedure was for "vein" that had 90% stenosis and was not a cto. There was no difficulty removing the product from the hoop, removing the protective balloon cover, nor removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. An unknown inflation device was used, and the same device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. The catheter did not kink while being used and was removed easily and intact. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot 82185238 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 90% stenosis may have contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a .018¿ 3mm x 4mm 40cm high pressure (hp) slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. It was replaced with another slalom thrill and the procedure continued. There was no reported patient injury. This was for a vascular access intervention therapy (vaivt) case. The device was opened in the sterile field. The device was stored and prepped as per the instructions for use (IFU). The intended procedure was for "vein" that had 90% stenosis and was not a cto. There was no difficulty removing the product from the hoop, removing the protective balloon cover , nor removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. An unknown inflation device was used and the same device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. The catheter did not kink while being used and was removed easily and intact. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will not be returned for evaluation.